Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted: (B)(6) 2009.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was explanted and replaced due to pocket erosion and an infection. No further patient complications have been reported as a result of this event.